Event description:
It was reported that when using the pyxis anesthesia system the screen was stucked. The customer stated that this malfunction caused a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the user was unable to run reports. The field service engineer executed hta and ran battery tests. Pulled up the event viewer log in windows and gathered information to resolve this issue. The system functioned as intended after the field service engineer troubleshooted the device.